Event description:
Medtronic rec'd info that this bioprosthetic valve was explanted due to calcification on the basal portion of one leaflet, leaving an effective orifice of 23 mm. There were no adverse pt effects reported.

Manufacturer narrative:
Evaluation: device history reviewed. Results: device history review found the prod met specs when released for distribution. Conclusion: cause of event attributed to pt's condition. Analysis: upon receipt at medtronic's qual lab, visual inspection noted that a few pledgets which remained attached to the sewing ring on the inflow, were covered by host tissue. All leaflets are slightly stiff but flexible, except where host tissue extended onto the inflow. There was thick, glistening off-white pannus extending over the tissue and the base stitching margins of he attachment of all the cusps on the inflow side and into all inferior coaptive areas. Pannus was also found 1 to 3 mm onto all cusps, significantly reducing the inflow orifice area. Pannus was noted along the outflow margin of attachment on the non-coronary cusp into the non-coronary left commissural area, slightly covering the top of the commissure. The pannus covering the top of the non-coronary left commissure restricted movement in the non-coronary leaflet. Radiography verified a small cluster of mineralization in the host tissue on the sewing ring. Conclusion: reduced performance of the valve attributed to host tissue overgrowth on the valve. These findings are generally considered a pt related condition.